Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: 9735736, ent, software version (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon was unable to register a patient. The trace points continued to flip and the site needed to abort the use of navigation. The site was able to complete the procedure without the use of navigation. There was a less than 1-hour delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported logs and archive were reviewed but provided insufficient information to determine root cause of the reported behavior. Using exams with the nose missing for 3 point initialization is likely a contributing factor as the 3 point initialization algorithm relies on the tip of nose being the most anterior point of the archive. An incorrect initialization can lead to a rotated and shifted registration. However, there is insufficient evidence to be sure this was the root cause of the reported difficulties. If information is provided in the future, a supplemental report will be issued.